Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime and sensor system test and displacement test. However, unit received was stuck in the motor error loop during bolus / basal delivery. Unable to confirm a motor position error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was attempted for the motor error and customer was able to complete the rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.